Event description:
It was reported that the patient has not felt stimulation for the past 3-4 days. It was noted that the implantable neurostimulator (ins) was implanted in 2007 and may need to be checked. It was later reported that the patient did not have concerns with her device or therapy. The patient received assistance on (B)(6) 2013 and her concerns were resolved. It was noted that the patient had an appointment scheduled for (B)(6) 2013. Additional information received from the health care provider (hcp) reported that the cause of the event was "possible from a fall on (B)(6) 2012". There were impedances of greater than 4,000 ohms reported. It was stated that there was a replacement of the implantable neurostimulator (ins) on (B)(6) 2013. It was reported that the patient recovered without sequela. It was stated that the ins was "exhausted". It was noted that the plan was to remove the ins and place a new one at a new location because the patient was experiencing "local site pain". The existing lead was re-used with a new ins. Impedances were tested intra-operatively with "normal findings and normal impedances". Refer to manufacturer report #3004209178-2013-07727 for information on the fall that happened on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3093-33, lot# v042644, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).